Manufacturer narrative:
Additional information received: it was reported that intervention to implant an additional valiant stent graft was completed to treat the type ia and type ib endoleak. During the intervention procedure to extend the proximal stent graft it was noted that the device was unable to be passed through the access route and could not track through the severe tortuosity part of the descending aorta where the original stent graft was implanted. While attempting to remove the device it the physician observed that the top of the tapering tip was reversing. Due to concern of proceeding proximally and the impact the tip may have on the arch the device was removed. Treatment was successfully completed using a non medtronic device. Per the physician, the cause of the event cannot be determined. Film evaluation summary: the exact cause of the reported proximal type I and distal type I endoleaks could not be determined from the returned pre-implant drawing. Post-implant films were not returned, and the location of the implanted devices and assessment of the reported endoleak event and current patient anatomy could not be performed. The pre-implant drawing revealed that the patient¿s thoracic was severely tortuous. There was an acute angulation of ~105deg observed at the aortic arch, and another acute ¿s-shaped¿ angulation of ~135deg along the descending thoracic. The proximal neck diameter ranged from 34 ¿ 28mm along a 21mm length between the lcca and the lsa, which also included areas of calcification. Just past the tortuous bend of the descending thoracic, the aortic diameter gradually narrowed to 29 ¿ 26mm along the 22mm length distal seal zone just above the celiac artery. A drawing of the patient¿s iliacs and abdominal aorta was returned; no appreciable vessel tortuosity was seen. The access vessel diameters measured a minimum of 8mm and the iliac artery diameters ranged from 8 ¿ 10mm; bilaterally. The distal aortic diameter was 13mm and calcified, and the calcified abdominal aorta ranged in diameter from 14 ¿ 16mm. It is possible that implanting within the severely tortuous thoracic, which included areas of calcification at the proximal seal, may have contributed to the type ia and type ib endoleaks. A poor proximal/distal seal may have also been caused by insufficient seal length and/or lack of stent graft radial apposition. The cause of the positioning difficulties encountered during the intervention to treat the endoleak may have also been related to the calcified and tortuous anatomy. The delivery system was discarded; however, two (2) photographs showing the proximal tip of the delivery system were returned which appear to show evidence of tip gouging which would be consistent with passing the d-s through a small caliber and highly calcified vessel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 52mm diameter thoracic aortic aneurysm. It was noted that the descending aorta had severe tortuosity. It was reported that approximately one and a half years later a CT scan identified a type ia and ib endoleak. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored.